Event description:
Customer reported, an intermittent error code being displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the touch screen and fast stop switch. System operates as intended.